Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor and vibrator motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 112 mg/dl. The customer reported that the device was exposed to pool water. Customer stated that the pump was submerged in pool water. Customer stated the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we will send a replacement pump.